Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The defective part was received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check . The maintenance test 8 was carried out for the battery information. The coulomb meter reading in test 8 did not move, remaining at -1ma, demonstrating that slow and fast charging was not working. The error 17 could not been reproduced, but both problems are related to the charging cycle, therefore the complaint is considered to be reproduced and confirmed. For this complaint, with the results of analysis, the reason for the failure is due to a failure in the battery charging system, probably caused by a weak component. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: error 17 , cannot charge battery. After replaced power suppy board and the battery can be charged. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.